Manufacturer narrative:
Findings: reliability analysis: inspected 5 opened/used enlite sensors and performed bicarbonate buffer test dop114-830. All 5 sensors passed per specification.

Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. The blood glucose reading was 339 mg/dl. Troubleshooting was done. Nothing further was reported.